Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The powershell was fully seated in the clamshell but was not recognized. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Root cause analysis of defective clamshells showed damage to the clamshell connector as a result of the manufacturing and assembly process. A process improvement has been implemented to prevent recurrence of this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, while setting up the device, the handle was not able to recognize the adapter. The adapter was removed and reconnected however, the status remained the same. To resolve the issue, the shell was replaced, and the handle was able to recognize the adapter. There was no patient injury.